Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.3., b.5., b.6., g.2., h.6., h.8.

Event description:
Additionally, healthcare professional reported patient presents with upper urinary tract infection with creatinine + crp+, deemed not device related. Treatment was provided as uvamin for 5 days, perenterol and analgesic.

Manufacturer narrative:
Continued d.10. Concomitant therapies: juvéderm® volift¿ with lidocaine, juvéderm® voluma¿ with lidocaine. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient reported that they were injected with juvéderm® voluma¿ with lidocaine, juvéderm® volbella¿ with lidocaine, juvéderm® volift¿ with lidocaine, and juvéderm® volux¿. At an unspecified time later, patient developed a urinary tract infection, deemed not device related. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00671 (abbvie complaint (B)(6)), MDR ID# 3005113652-2023-00672 (abbvie complaint (B)(6)), MDR ID# 3005113652-2023-00673 (abbvie complaint (B)(6)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.